Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and working wall outlet and did not receive any low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes until pump began charging, issue did not lead to pump shutdown or inability to turn pump back on, and no further assistance was required.